Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer¿s blood glucose level was 253 mg/dl. Troubleshooting was performed. Customer advised they were stuck in the preparing to prime loop. Customer advised they did not receive the second series of beeps and numbers did not appear on their display screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.